Manufacturer narrative:
Initial reporter occupation: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 10ml ll s/c 200 experienced foreign matter contamination in the device syringe fluid path component. Product defect was noted prior to use. The following information was provided by the initial reporter: material no: 302995 batch no: 9273097. Verbatim: cat# of product being complained: bd302995. Description of product: syringe 10cc only luer-lok st 200ea/bx 2bx/ca. Lot or s/n: (B)(4). Complaint category: foreign matter / material / dirty. Incident date: (B)(6) 2020. Details of complaint (reported issue): this was a syringe we found that had a bug in it complaint noticed: prior to use. Problem frequency: 1st time. Patient injury: no. Has health canada been informed? No. Qty affected: 1 ea. Samples available? No. Is customer requesting an rga?: no.

Manufacturer narrative:
H.6. Investigation: one photo was received and evaluated. The photo depicted a 10ml syringe inside a sealed blister package. A large foreign matter resembling a flying insect was observed near the luer collar of the syringe inside the package, outside the fluid path. Four more smaller pieces of fm were observed in the vicinity, potentially broken off the main object. What appeared to be an entry hole was observed around mid-portion of the bottom web near the seal with the top web ¿ opposite approximately 5ml markings on the syringe for reference. It resembled a burn hole but was difficult to tell the precise nature without a physical sample it is difficult to define a potential root cause for the foreign matter observed in the package without a physical sample and additional information. It is possible that a bug was present during the packaging process and became sealed and perhaps contributed to the creation of the perceived burn hole. It is also possible the bug entered the package through the hole at some point after the manufacturing process was completed. Physical sample is necessary for proper and more thorough investigation into this matter. At this time based on the information available today, it is not possible to confirm the origin of the bug to be manufacturing process. The reported defect could not be confirmed to have originated at the manufacturing plant. Current controls in place include strategic placement of insectocutors throughout the plant, monthly maintenance of said equipment, and automatic closing doors between different areas of the plant, such as the warehouse and manufacturing areas. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the syringe 10ml ll s/c 200 experienced foreign matter contamination in the device syringe fluid path component. Product defect was noted prior to use. The following information was provided by the initial reporter: material no: 302995 batch no: 9273097 verbatim: cat# of product being complained: bd302995 description of product: syringe 10cc only luer-lok st 200ea/bx 2bx/ca lot or s/n: (B)(4). Complaint category: foreign matter / material / dirty incident date: (B)(6) 2020 details of complaint (reported issue): this was a syringe we found that had a bug in it complaint noticed: prior to use problem frequency: 1st time patient injury: no/ has health canada been informed? No/ qty affected: 1 ea. Samples available? No. Is customer requesting an rga?: no.